Manufacturer narrative:
B5 and h6 updated. The investigation is still ongoing.

Event description:
Additional information has been provided upon request: "I attempted to retain the pump; however, the clinical team removed the device independently and unfortunately did not preserve it for return. As a result, the product is not available for analysis."

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via the right femoral artery in a 79-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical status prior to initiation of support was reported as scai shock stage c. Past medical history was not reported. The patient underwent coronary intervention, including left anterior descending coronary angioplasty, percutaneous transluminal coronary angioplasty, stent placement, and intravascular ultrasound guidance. The patient was receiving inotropes, vasopressors, and ventilator support for respiratory support. During support, pink-tinged urine was noted in the foley catheter, and hemolysis was suspected. Echocardiographic assessment was performed, which demonstrated the impella outlet positioned close to the mitral valve leaflet. The device was repositioned from approximately 6 cm to 4 cm within the left ventricle, and pump support was adjusted from p8 to p6. Following repositioning and adjustment, urine clarity improved within several hours. The reported patient experiences associated with the impella cp included hemolysis and device repositioning. Based on the available information, the reported events appear consistent with patient anatomy, device positioning, and hemodynamic conditions rather than device performance issues. A review of the available information did not identify evidence suggesting that the impella cp contributed to the reported events. The patient survived.

Manufacturer narrative:
The cause of the hemolysis was most likely due to pump was not in the proper position since echo confirmed pump was deep and hemolysis was improved after repositioning of the pump. The cause of the device in wrong position was unable to be determined as limited clinical details were provided and no product was returned for review. The pump passed all the post sterile inspection checks.